Event description:
End-user reported bandage tore her skin.

Manufacturer narrative:
This report is being filed resulting from an FDA inspection at the manufacturer on 10/1-5-2012 where the manufacturer was cited for failure to make multiple attempts to obtain information for MDR decisions.